Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 jaws would no longer bovie. There was no blood lost. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/08/2024. An investigation was conducted on 07/25/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact harvesting jaws or heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No excessive smoking was observed during testing. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000006999). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device did successfully transect tissue four (4) times. No excessive smoking was observed during testing. Based on the returned condition of the device, the investigation results, the reported failure, "failure to cut¿ was not confirmed. The lot # 3000392531 history record review was completed. There were three (03) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that is no relation between the batch manufacturing process and the reported failure.